Manufacturer narrative:
Implant date reported only as 2012. A review of the device history record (DHR) revealed no complaint related anomalies. The device history record shows this lot of 4.5mm curved condylar plates was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The complaint determined to be not confirmed based on the DHR review only. No device was returned for dimensional inspection the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that a lateral femoral locking compression plate (lcp) implanted in 2012 broke. On (B)(6) 2014 the female patient was brought to the operating room. Radiographs showed that the plate had broken through an empty screw hole at the site of non-union about the distal third of the femur or in the area just proximal to the femoral condyles. In addition to non-union, findings included: decreased range of motion; pain, irritation, and discomfort; delayed healing; malunion; and malposition of device. In addition to the plate, one 7.3 cannulated locking screw, four 5.0 cannulated locking screws and eight 5.0 locking screws were removed. It was reported that all of the hardware was removed easily in less than 30 minutes. The patient underwent iliac crest bone grafting to the non-union and was revised with medial and lateral femoral dual plating. It was reported that the procedure was successfully completed with no surgical delay. This is report 1 of 1 for (B)(4).